Event description:
Customer stated that she had a hi-lo evac tube whose cuff would not inflate. The tube was in use on a patient 40 minutes. The patient had to be reintubated.

Manufacturer narrative:
The product was discarded and cannot be returned. There is no lot number available.